Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the not tortuous and severely calcified mid left anterior descending artery. After performing ablation with rota 1.25mm for the highly calcified lesion, a 10mmx2.25mm wolverine coronary cutting balloon was selected for use. However, the balloon ruptured upon first inflation at 6 atmospheres, so it was changed to a non-boston scientific scoring balloon catheter and the lesion was dilated. According to the physician, the wolverine balloon may have hit the calcification and ruptured. The balloon was simply and completely removed from the patient's body. After that, rota 1.75mm was added and the procedure was completed using a drug-coated balloon. No patient complications were reported.